Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. As received articular surface nicks and gouges to the proximal surface as well as the dovetail feature is both compressed and flared out. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Per the nexgen cr-flex and lps-flex fixed bearing knee package insert, the risk of implant failure is higher with inaccurate component alignment or positioning. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the nexgen lps-flex fixed bearing surgical technique. Dovetail compression is consistent with issues inserting the articular surface into the tibial component; however, as the details of the event are unknown, it is unknown if this issue occurred during insertion of the implant. A definitive root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was found to be defective. No adverse events have been reported as a result of the malfunction.